Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured during january 10, 2013 - january 11, 2013. The device was returned for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. Microscopic examination of the bladder observed markings on the interior surface of the bladder near the rupture line. The evaluation confirmed the reported problem. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor ruptured during filling of the device with fluorouracil. There was no patient involvement. No additional information is available.